Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostics battery anomaly. On (B)(6) 2016, the device was interrogated and exhibited normal battery life. No intervention was performed. The patient was in stable condition.